Event description:
Patient experienced hyperpigmentation (normal reaction) due to user error because treatment settings were not followed per clinical guidelines.

Manufacturer narrative:
Hyperpigmentation is a normal/expected reaction from laser treatment, but the treatment settings for the patient's skin type were not followed per clinical guidelines. This user error incident is reportable. There was no problem found with the laser system during the service evaluation.